Manufacturer narrative:
DHR review: the complaint lot# is 3237947, sku is 383318, assembly in suzhou plant on 2023.sep.15, lot quantity is (B)(4) ea. Review the in process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot. Returned sample analysis: no returned sample was sent back, no picture provided. Retain sample analysis: sampling 2 ea from the retain sample of the same lot to check product function, product safety shield activation function is good. Refer to the attachment for retain sample test report. Possible cause analysis: based on the reported information, needle is exposure to air. Possible reasons for this type of failure may including: 1. The assembly status between outer shield and rubber is not good, the rubber is not pressed to the end during assembly 2. Product safety shield is pulled during manual assembly flow or manual packaging. The risk will cause the outer shield drops off before the needle retracted completely. Current manufacture already has control procedures as below to defect and prevent this kind of defect: 1. 100% inspection for the gap between outer and rubber is performed at the last station of assembly 2. Both in-process and outgoing sampling check will test the separation force between rubber and outer shield there is no defect sample returned for further confirmation (check the rubber assemble status, material dimension. Etc), also no defect sample picture provided, we cannot identify the typical defect feature, so the root cause is not clear. Meanwhile, following the IFU, take the puller and keep the component down can activate needle safety function.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima prn yel 24ga x 0.75in row experienced a safety mechanism failure. The following information was provided by the initial reporter: "safety feature for needle will not activate leaving needle expose needle stick risk."